Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Due to the returned condition of the device (clip and lock line not returned), the reported difficult to open or close (unable to open clip), physical resistance/sticking of the lock line, lock line break and difficult or delayed activation could not be replicated in a testing environment. The reported device damaged by another device and entrapment of device could not be replicated in a testing environment as it was patient/procedural circumstances related. The gripper line was difficult to remove. Additionally, a dc shaft to ro ring nylon bridge bond break was observed and potentially influenced the reported difficult to open/close (inability to open the clip), physical resistance/sticking with the lock line, lock line break, difficult or delayed activation resulting in the device damaged by another and gripper line removability issues resulting in the observed gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. It should be noted that the mitraclip instructions for use states under the indication for use section: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use of the device likely did not contribute to the reported event. The reported patient effect of failure to retrieve mitraclip system component (foreign body in patient) as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported entrapment of device however, could not be determined. The reported patient effect of foreign body in patient appears to be associated with the procedural circumstances of inability to remove the gripper line. The investigation determined that the reported difficult to open/close (inability to open the clip), physical resistance/sticking with the lock line, lock line break, difficult or delayed activation resulting in the device damaged by another (causing the first clip to detach from one leaflet) and gripper line removability issues resulting in the observed gripper line break appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Nah6- investigation conclusions code 4315 cause not established was removed.

Manufacturer narrative:
The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip xtr referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip entanglement (cds0602-xtr/90514u295), difficulty removing lock anf gripper lines. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. A mitraclip was implanted (cds 0602-xtr/90211u145). A second mitraclip (cds0602-xtr/90514u295) was advanced into the right ventricle, however that the clip got caught but it wasn't clear whether it was to the chordae or to the first clip. The clip was inverted and an attempt to retract the clip back into the right atrium (ra) was unsuccessful. The clip was grasped on the anterior part of the tricuspid valve as it was not possible to retract the clip in the ra. There was no movement of the lock line during removability testing. The lock line was wrapped around the lock lever and attached it with the cap. The clip was unlocked, however the clip was unable to open. The lock lever was retracted above the blue line and another attempt to open the clip was made, however unsuccessful. One end of the lock line was pulled, however this caused the lock line to break at the distal end; the clip was unable to open. The second end of the lock line was pulled and the attempt was successful; the lock line was completely removed from the anatomy. The gripper line was attempted to be removed, however it did not move. It is not known whether the gripper line was completely removed from the anatomy. Clip deployment was attempted, however the clip did not detach from the shaft. Troubleshooting attempts were done and the clip was successfully deployed. Due to the difficulty deploying the clip, it was believed that the first clip detached from one leaflet; a single leaflet device attachment (slda) occurred. The patient outcome was successful, reducing tr to 4/4-5. There was no clinically significant delay in the procedure. No additional information was provided.